Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/01/2020. A manufacturing record evaluation was performed for the finished device lot pj4837, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if we will receive the suture? In quantity to be returned it indicates 0. Did you request return of the object and if so, did you send return packaging? Were x-rays taken to locate the needle? There is no indication the needle was lost in the operation field or need for an x-ray. Was the needle piece removed from the patient during the same procedure? What is the condition of the patient? There were no known complications reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A shipper kit has not sent to you. If the device is available for return, a shipper kit will be sent to you. Please confirm: is the device available for return? This medwatch report is in response to receipt of facility report # mw#(B)(4).

Event description:
It was reported that a patient underwent an open laparoscopy with biopsy in (B)(6) 2020 and suture was used. During the procedure, the surgeon was closing an incision and the suture started to unravel and the needle became disconnected from the suture. It is unknown how the case was completed. There were no adverse patient consequences reported.